Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Analysis found an external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil at 15.5 ¿ 16.0 cm. The cause of the reported events was due to the external abrasion breaching the outer insulation and exposing the outer coil which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-29335. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator and the right atrial lead exhibited over-sensing noise. It was also noted that the right atrial lead had insulation damage. The device and lead were both explanted and replaced. The patient was in stable condition.